Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that noise was observed due to lead fracture. The lead was explanted.

Manufacturer narrative:
A partial lead with the lead tip measuring 41.3cm was returned for analysis. Externalized conductors due to external and internal insulation abrasion were found at 7.5- 13.5cm from the distal tip. External insulation abrasion was found at 7.0-8.7cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was found at 14.0-14.5cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.